Event description:
It was reported during in clinic follow up that the atrial lead exhibited under-sensing, failure to capture, oversensing of ventricular signals, and low pacing impedance. Dislodgment was suspected. Programming changes were made and the lead will continue to be monitored. The patient was stable and asymptomatic.